Event description:
On (B)(6) 2014, this patient underwent endovascular treatment of an abdominal aortic aneurysm and was implanted with gore® excluder® aaa endoprostheses. The patient tolerated the procedure. On (B)(6) 2024, this patient presented with a possible distal type 1b endoleak associated a with a gore® excluder® aaa endoprosthesis (contralateral leg component) within the left common iliac artery (lcia). The physician noted disease progression in the patient's lcia. The physician decided to extend coverage of the contralateral leg down to the external iliac artery. Additionally, coil embolization of the left internal iliac to artery was performed. The case was completed without incident and patient is reported to be doing fine with no endoleak seen.

Manufacturer narrative:
B7: patient medical history includes but is not limited to: hypertension, peripheral vascular disease. According to the gore excluder® aaa endoprostheses instructions for use, adverse events that may occur and/or require intervention include but are not limited to: endoleaks. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.